Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem - resetting) was confirmed. Upon investigation the charger was resetting and was unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board, causing the resets. Additionally, there was insect contamination on the battery pca and throughout the unit causing the unit to be scrapped. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of insects. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.